Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was not confirmed.  Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head had an scope communication error (e221) reported. The issue was found during preparation. The intended procedure was laparoscopic surgery, a therapeutic procedure. The patient was not under anesthesia. The procedure was completed with no delay and with another device. There were no reports of patient harm.